Event description:
It was reported that the capture management had increased the output of the device when the in-office tests show the thresholds to be within normal limits. The algorithm was reprogrammed to monitor only. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.